Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe luer slip there was an issue with mixed product. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were returned for investigation and observed two different label on shipper carton box and the label on unit package (top web). The probable root cause could be due to mixed product during rework of shipper carton box. Process from primary packaging operation to shipment was reviewed. There were rework activities done on shrinkwrap due to damaged carton box. DHR found batch 8045166 carton box rework at shrinkwrap operation on date 16-mar-2018, rework qty = (B)(4). DHR found batch 8086331 carton box rework at shrinkwrap operation on date (B)(6) 2018, rework qty = (B)(4). Action will be taken and monitoring the nonconformance trend. A work instruction was created for guideline of carton box rework.

Event description:
It was reported with the use of the bd¿ syringe luer slip there was an issue with mixed product. There was no report of injury or medical intervention.